Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Analyst noted that the helix was able to be extended/retracted. Stylet could not be advance through the lead due to blood obstructed in distal coil.

Event description:
It was reported that during the implant, the stylet had difficulty moving through two different leads; it was fixed and couldn't move. The physician thought it was the lumen of the leads that were blocked as insertion was difficult. There was blood on the surgical gloves during the procedure, which may have contributed to the difficulty. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.